Event description:
Physio-control was evaluating the customer's device for an unrelated issue when it was observed that the device would charge when prompted and, as a result, could not deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio further examined the removed therapy pcb assembly and determined that the cause of the reported failure was a shorted diode, designator cr44.